Manufacturer narrative:
No button error alarm noted. The insulin pump was programmed using the easy bolus feature. The bolus delivery completely. No frozen screen noted. The time advanced properly during testing. The insulin pump passed self test and displacement test. The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, display anomaly, and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.